Event description:
A customer wrote to inform that a ls condom broke during sexual activities with his partner. According to customer, the head portion of the condom was totally detached from the body of the condom and 1/3 of the condom was inside his partner. Customer's partner is positive.